Manufacturer narrative:
Investigation summary with updated information: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It is reported that needle does not retract. "Safety issue with insyte autoguard bc pro 18 ga × 1.16 in catheters. The canula, which is normally self-retracting, is having great difficulty retracting. This malfunction is becoming increasingly dangerous, as it entails a risk of aes when the canula is withdrawn. It sometimes causes veins to rupture, resulting in haematomas.".

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 381044 and lot number 5118145. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.